Manufacturer narrative:
The returned device was evaluated and the investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid diverted through the tear. Although the cannula was damaged, the exact timing and cause of the damage are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod longer than 48 hours. As treatment, a manual injection was given using an insulin pen.